Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6014804. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety shield of bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in snaps off before use or when engaging the safety after use. No injury or medical intervention.